Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on august 20, 2020. They reported that their previous had gone through 2 overdischarges and therefore had to be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# va0jn3g010 ,implanted: (B)(6) 2014. Product type lead, product ID neu _unknown_lead, serial# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the ins was explanted and discarded. The leads remain implanted. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: neu _unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient wasn't receiving optimized coverage. The rep reported that the cause of the event was undetermined. The rep reported that the lead was pulled down one vertebral body for more programming options. The rep also reported that the ins was overdischarged due to patient compliance. The rep reported that the patient stated the ins took too long to charge. The rep noted that the reported charge time was within parameters. The patient didn't remember when the last time he charged or used the ins was, reported 6 months ago or longer. The rep reported that the ins was replaced and one lead was pulled down slightly. The rep noted that the patient had 2 leads and one wasn't registered, so they were unable to determined which lead was moved. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s neurostimulator is dead and the patient is needing a spine MRI. The caller did not know any additional details. Technical services recommended that the patient try to recharge the ins and the patient was redirected to follow up with their healthcare professional (hcp). The event date was asked but unknown. Additional information was received from an MRI technician on 2019-jun-28. The caller indicated that the patient¿s implant is completely dead and the patient tried bringing it out of over-discharge at the doctor¿s office about 7-8 months ago but that was unsuccessful. Technical services again reviewed eligibility and faxed guidelines. There were no patient symptoms reported and no complications reported.